Event description:
During use, the end cap does not seal properly with the cannula body, causing blood to leak. There are 10 defective units. Two defective products can be returned, and photographs are available. We require a claim settlement, a response to the complaint, and a receipt of the complaint.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The clear end cap, also known as the vent plug, was not connected or was blocked. As a result, leakage occurred and blood escaped from the control plug. Upon opening, the customer discovered that the vent plug had detached from the IV luer adapter. The cause of the loose vent plug was misalignment between the vent plug and the luer adapter during insertion. The design of the support gripper contributed to this issue. Corrective action was taken by modifying the gripper design to improve stability and ensure proper alignment of the luer adapter. The reported lot number was manufactured prior to the implementation of this corrective action.